Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic console exhibited laser intermittently. Procedure details and patient impact were not reported. Additional information has been requested none received till date.

Manufacturer narrative:
The company service representative, examined the system. And confirmed, the reported event in the system event log. However, the company service representative was unable to replicate the issue while on-site. As a preventative measure, the laser console footswitch and the interface breakout printed circuit board (pcb) were replaced. The company service representative reset the pulsed pressure valve cycles. The system was then tested and met all product specifications. The returned laser console footswitch and interface breakout pcb were received. And a visual assessment of the returned samples revealed, no obvious nonconformities. The samples were installed into a calibrated vision system and turned on successfully. The system was then tested, and the samples were found to function as intended. The customer reported event was not confirmed, through testing. A system manufacturing device history record (DHR) review was performed, prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The system was found to exhibit no functional problems. Therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).